Event description:
It was reported that the pulse generator exhibited inappropriate measured data. Initial battery data was 2.82 v, 70 ua and less than 1 kohm with an estimated remaining longevity of 1.5 years. Battery and lead data was updated and the device was reinterrogated, giving battery data of 2.82 v, 26 ua and less than 1 kohm. Estimated remaining longevity remained at 1.5 years.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.